Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:302995, batch#:3124395. It was reported that the bd syringe 10ml ll s/c 200 had visible silicone. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. We have noticed there seems to be slight condensation on the inside of some of your syringes, between rubber tip on the plunger and the port. The packaging is intact with no rips or tears. Bd 10ml syringe, lot # 3124395, bd 30ml syringe, lot# 3110720.

Event description:
No additional information.

Manufacturer narrative:
Device evaluation: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. Please note it is possible the fm/sticky gel substance observed in the syringe is silicone. Silicone is an inert, non toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.